Manufacturer narrative:
(B)(4).

Event description:
A report was received that the position of the ipg was causing the patient discomfort. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was reportedly doing well postoperatively.